Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: cementoplasty it was reported that intra-op, the cement extravasation occurred. The event was attributed to being procedure related. No patient complications were reported for this event.